Event description:
It was reported to philips the device will power on. However; the screen is black. There was no patient involvement or harm. This event was reported to have occurred outside of clinical use. The customer spoke with a philips remote service engineer (rse). The philips field service engineer (fse) confirmed the issue. Following the evaluation of the device, the fse reseated the internal cables to power management board, user interface assembly, and power supply to resolve the problem. The unit was then functionally tested and successfully passed specified tests. No other abnormality was observed. The customer¿s alleged malfunction was confirmed, and it was determined that the root cause was the cables were mis-seated.